Event description:
Additional information received that the cause of the pipeline failure was not determined, and it was speculated that the tip end was damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex outer carton. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex braid appeared to be not opened due to damaged braid. The other end of the pipeline flex braid was found fully opened and damaged. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the device was resheathed. In addition, the proximal and distal ends could not be identified. The pipeline flex braid was found to be damaged. However, the root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left cavernous segment of internal carotid artery with a saccular morphology. Aneurysm dimensions: max diameter 8.3 mm and neck diameter 6.5 mm. Landing zone (artery size): distal 4.1 mm and proximal 4.8 mm. The patient¿s vessel tortuosity was normal. When the ped was in the mi segment, the tip could not be opened. After multiple attempts, it was still in a rod shape. After replacing it with the new ped, it was successfully implanted. Dapt (dual antiplatelet treatment) was administered (pru level 91). The angiographic result post procedure: ped successfully implanted. There were no patient symptoms or complications associated with this event. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from patient. The pipeline was resheathed and removed with the microcatheter. Ancillary devices: sheath cook, guide catheter navien5f115cm microcatheter phenom27, guidewire synchro.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.